Manufacturer narrative:
Patient information not available for reporting. Date of event: unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that one (1) inserter for titanium elastic nails was received and discovered damaged in spd assembly. The cross handle had broken off the inserter. It was believed that it occurred during surgery, however no additional details regarding the event are known. This report is for one (1) inserter for titanium elastic nails. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed. Part no.: 359.219 , lot no.: 7675623 , manufacturing location: haegendorf , release to warehouse date: 02.feb.2012 . No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Only top level of the device history record reviewed as sub-components are not lot tracked. Customer quality conducted an investigation of the returned device. Background: the inserter for titanium elastic nails (359.219) is used with a hammer guide and locking slide hammer for insertion of titanium elastic nails (ten) and stainless-steel elastic nails (sten). The inserter is also used in end cap insertion and removal. This information is provided per the elastic nail system technique guide. Customer quality investigation: at customer quality, the returned inserter for titanium elastic nails (part: 359.219, lot: 7675623, mfg: 02-feb-2012) was inspected and the complaint was confirmed. The following investigations were performed: broken: visual inspection performed at customer quality observed that the rotatory lever of the inserter was broken in half at its threaded portion with few thread fragments generated at the broken site.broken fragments were not returned.additionally, the blue handle portion was observed with minor all over scratches and dents. No new issues were identified on the remaining portions of the device. The received condition agrees with the complaint description and the complaint is confirmed. Relevant drawings for the returned device were reviewed (both current and from the time of manufacture): top-level drawing for inserter, handle drawing and rotary lever drawing and determined to be suitable for the intended design and application when used as recommended. Dimensional analysis performed at the broken portion measured the lever shaft thickness as 10.2 mm that falls within the specification of 10 mm +/- 0.2 mm. A device history review performed for the returned instrument¿s lot number showed no ncr¿s during the manufacture of the product that would contribute to this complaint condition. Material review for component was unable to be performed as the sub components are lot tracked. However,based on the device history record review, and with the given age of the device (over 6 years) there is no indication that any issues with material or material properties contributed to the complaint condition. During investigation it was observed that appropriate steps have been initiated to improve the strength of the t-handle as the breakage of the t-handle was determined to be due to the inability of the design to withstand extensive hammering. Thus, as this device was manufactured prior to the change and based on the returned condition, the complaint condition was determined to be included in the aforementioned appropriate steps. While no definitive root cause could be determined, it is likely that the inability of the design to withstand extensive hammering could have contributed to broken condition which is already being addressed. During the investigation, no unidentified product design or manufacturing issues or discrepancies were observed that may have contributed to the complaint condition and the given complaint condition is already being addressed. Therefore, based on the investigation findings, it has been determined that a corrective and/or preventative action is proposed or already launched. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: lot number. The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.